Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device keeps beeping.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device was beeping. Multiple good faith efforts were made to obtain additional information regarding cause, resolution and device use, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.